Event description:
Through a follow-up communication by a co rep on 4/29/99 target was informed that the embolization procedure was continued and completed successfully. The condition of the pt after the procedure was good.